Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. In this case, the cause for the pannus was not determined; however, it may be due to patient factors. Other potential contributing factors are unknown as limited clinical information was provided. In addition, the leaflet motion restriction was caused by the pannus. There was no indication a product deficiency contributed to this adverse event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per follow up, after the sapien 3 valve was explanted, pannus was observed under the sapien 3 valve which appears to have caused the motion restriction of the leaflet. As reported by our french affiliate, approximately two years post implantation of a 23mm sapien 3 valve, suspicion of valve thrombosis was noted, and leaflet movement restrictions on one of its cusps was seen. The patient was symptomatic. The sapien 3 valve was explanted and a surgical valve was implanted. The patient is stable after the procedure. Per report, there was no valve mechanical dysfunction or thrombus observed, however, pannus was present under the sapien3 valve. The pannus was the cause for the motion restrictions at one of the cusps.